Manufacturer narrative:
(B)(4). The complaint optiflow nasal cannula was not returned to fisher & paykel healthcare for investigation. Several attempts (i.e. Hospital visits, phone calls and emails) were made by the fph territory manager in the UK to obtain additional information regarding the actual model and lot information of the optiflow nasal cannula that was used on the patient but no information was received. Our analysis is accordingly based on the limited information that the hospital provided and our knowledge of the products. The hospital reported that the patient was receiving 80% oxygen at the time of the incident; however, oxygen saturation monitor was not used. The prongs of the optiflow nasal cannula were subsequently found on the patient's chin. As per hospital's report, this had led to patient's alleged desaturation and death. The fph territory manager contacted the hospital and based on the limited information provided, we understand that the subject optiflow nasal cannula had no defect and was functioning as intended. The hospital staff believed that the patient took the cannula out of his nose himself, which could have led to the reported incident. The fph territory manager explained to the hospital staff the importance of oxygen saturation monitoring. She also recommended the use of oxygen monitor, particularly for those patients who are requiring large amount of oxygen. Our user instructions that accompany the optiflow nasal cannula indicate in pictorial form the correct set-up and proper use of the cannula, and state the following: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death."; "use only approved setup." The airvo2 user manual also provide the following information: "the airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases."; "before using oxygen with the unit, read all warnings in the "oxygen" section of this manual."; "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply."; "the oxygen concentration delivered to the patient can be affected by changes to the flow setting, oxygen setting, patient interface or if the airpath is obstructed." The fph territory manager is currently working with the hospital to carry out additional training session with the hospital staff to reinforce the set-up instructions for the optiflow nasal cannula and airvo2 humidifier.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that the patient allegedly desaturated and died while using an optiflow nasal cannula. The hospital further reported "patient on optiflow receiving 80% o2, not being monitored by o2 saturation monitor, prongs were on the patient's chin so they have not delivered therapy resulting in patient death".

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint optiflow nasal cannula caused or contributed to the reported adverse event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our analysis.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare field representative that the patient allegedly desaturated and died while using an optiflow nasal cannula. The hospital further reported "patient on optiflow receiving 80% o2, not being monitored by o2 saturation monitor, prongs were on the patient's chin so they have not delivered therapy resulting in patient death".